Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the hanger was broken and also noted that one case screw was contaminated, the main seal was pinched and that one 820 error occurred then reset on power cycle 13. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported via follow up that the hanger on the external pulse generator was broken, it needed its shorting bar changed out per the existing field corrective action and the customer would like a test and calibration done. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.